Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained discordant results on patient samples. The customer ran quality controls, which were out of range. The customer found that the cuvette wash reservoir was empty but the instrument did not flag it. The customer determined that the level detector in the reservoir bottle was dirty. The customer cleaned the reservoir bottle and ran cuvette wash, lamp energy check, cuvette blank, and quality controls, all of which were acceptable. The cause of the discordant, falsely low un, crea, hdl, mg, and ip results on the patient samples was due to a dirty reservoir bottle level detector. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low urea nitrogen (un), creatinine (crea), high density lipoprotein (hdl), magnesium (mg) and inorganic phosphorus (ip) results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low un, crea, hdl, mg, and ip results.